Event description:
Caller reported that mobile app was frozen while they were loading a cartridge. Blood glucose levels remained within normal range. After uninstalling and reinstalling the app, the issue was resolved, with the pump successfully pairing with the mobile app, and no further assistance was required.